Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient experienced a serious injury. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date usage of device: monitor (B)(4): 02/2014- reuse, electrode belt (B)(4): 10/2010- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was conscious and adjusting her electrode belt at the time of the event. The patient's son was reported to be present. The response buttons were not pressed during the entire event. The patient did not seek medical attention. The patient continued to wear the lifevest.